Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with severe angina and angiography revealed 80% stenosis in the left anterior descending (lad). The lesion was dilated with a 2.0x15 mm semi-compliant balloon dilatation catheter (bdc) and the area was stented with the 3.0x48 mm xience xpedition stent at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. Another xience xpedition stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure.